Event description:
The customer reported being hospitalized due to low blood glucose of 26mg/dl. The customer stated that her doctor changed the basal rates because of her high glucose. The customer was experiencing unexplained low blood glucose for the past six months. The customer mentioned that she is dieting and not eating a lot, and she is working with the doctor and educator to set the temporary basal during exercise. The customer stated that she had a blood infection in december, and they changed the basal rates. Troubleshooting was performed. The customer's most recent glucose reading was 141mg/dl. The time, date, and programming were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.